Event description:
It was reported that the patient fell out of bed a few times and the user did not think that the bed exit was alarming properly. Although there was patient involvement, no adverse consequences or medical intervention was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker field service technician. No component levels defects were identified. The alleged issue could not be duplicated.

Event description:
It was reported that the patient fell out of bed a few times and the user did not think that the bed exit was alarming properly. Although there was patient involvement, no adverse consequences or medical intervention was reported.